Event description:
During set up for a cardiopulmonary bypass procedure, it was observed that the roller pump was hard to open and sticks when closed. There were no reported consequences to the patient, as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.